Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. For the past couple of days, customer¿s blood glucose was went high up to 368 mg/dl and in the morning it was over 200 mg/dl. The customer reported that the insulin pump was not behaving correctly and her blood sugar had been elevated for the past 3 days and there has been no issues with the infusion sets and she changed infusion set 3 times in 3 days. The customer experienced nausea, vomiting, abdominal pain, difficulty in breathing and headache due to high blood glucose. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer declined to test insulin pump. The insulin pump passed displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using carelink. Device had debris under the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and a loose or shifted end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).